Event description:
It was reported that tandem mobi cartridge alarm occurred while pumping. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support advised removing the cartridge and delivering a 9-unit bolus. The customer ultimately loaded a new cartridge to resolve the issue.